Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the event history log identified the reported problem as a reload the set 161 alarm. A visual inspection, electrical returned instrument testing evaluation (rite), functional rite and simulated-use testing were performed; the sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. The cause of the reported issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice machine failed to operate as intended (details not provided). There was no patient involvement. Should additional relevant information become available, a supplemental report will be submitted.